Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter establishment address: unknown. Initial reporter initial reporter name unknown. Health professional: unknown. Initial reporter occupation: unknown. Since no actual sample was available, the following investigation was conducted. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Simulation test. Based on our past knowledge, we are aware that wire fracturing occurs when the following force is applied. Using a factory-retained runthrough ns, the distal end of coil was trapped, and the following force a) - d) were applied respectively. In each case, the niti core wire inside the platinum coil was fractured. Electron microscopic inspection of the fractured section of each niti core wire obtained following results. A) when pulling force was applied: the fractured section was tapered, the fracture surface was diagonal, and a dimple pattern (a hole-shaped pattern) was found. B) when repeated bending force was applied: the fractured section was curved, and a dimple pattern was found on the fracture surface. C) when pulling force was applied in a looped state: it was found that the fractured section was curved and tapered. In addition, the fracture surface was twisted. D) when torque force was applied: it was found that the fractured section was twisted. When the removal operation is performed under these circumstances, the platinum coil frayed and elongated. Furthermore, it was found that the platinum coil fractured if the removal operation was continued. Based on the investigation result, as a possible cause of this complaint, the following factor was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. 1. The distal end of the coil of actual sample was trapped in the stent. 2. Since one of the force a) - d) was applied in the state of "1", the niti core wire inside the platinum coil was fractured. 3. Subsequently, removal operation was performed. As a result, the platinum coil was frayed and elongated. 4. As the removal operation was continued, the platinum coil was fractured. IFU states: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
During deployment ptca wire struck in the struts and while removing wire des fractured and ptca wire broken in the arteries. In bailout ptca wire piece was removed with snare but des couldn't and had to crushed with another des on the wall of arteries. Additional information was received on 21 sept 2022: the minor harm that the patient sustained was dissection and crumpling of the broken stent in the arteries. While removing ptca wire from side branch, the runthrough floppy got struck in the struts and while pulling back wire stent fractured and broke into two pieces. The proximal part crumpled and deformed into mesh. Finally with snare they removed the broken wire and then put des 48mm from left main artery (lm) to left anterior descending artery (lad). They crushed proximal part of des in the vessel wall and covered distal part with new des. The patient was eventually treated as intended. Additional information was received on 31 oct 2022: it was originally stated in the reported issue that "while removing wire des fractured and ptca wire broken in the arteries. In bailout ptca wire piece was removed with snare". At the time of the answer card, "ptca guidewire" was updated to be "runthrough ns". Runthrough ns was fractured inside the patient's body, requiring medical intervention to remove the fractured piece. The procedure outcome was not reported. Patient had minor harm.